Event description:
Customer obtained a reading of 243 mg/dl on the aviva meter at 2130 on (B)(6) 2013. Customer took her customary 25 units of lantus at that time. Customer passed out around 2230 and was found unconscious by her cousin, who called the emts. Emts arrived at an unspecified time and tested the customer at 34 mg/dl on their meter. Customer was treated with an IV (contents not provided), and was transported to the hospital. Customer tested at 36 mg/dl on the hospital meter upon arrival. Customer was treated with orange juice and IV fluids were continued at the hospital. Customer was released on (B)(6) 2013. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.